Event description:
It was reported that a physician's handled device was not working properly. He stated that it would have black bars across the screen. The physician has another programming system that is functioning properly, that he will use for programming his pts. The physician's handheld device has been received by the manufacturer; however, device evaluation has not been completed.